Event description:
According to the info there was vaginal erosion. The tape rubbed on vaginal wall causing discharge. The dr removed the tape that was showing and some of the tape is still implanted.